Event description:
The device was used during a bowel resection procedure. Reportedly, the suture did not release properly from the instrument. The surgeon was able to complete the procedure with the instrument and no pt injury occurred.

Manufacturer narrative:
1/7/1998-supplemental report #1 submitted to FDA.